Event description:
Information received by medtronic indicated that the customer reported a crack in the case. The customer reported no adverse events. The event involved product(s) mmt-754lwws. Troubleshooting was performed, and the customer confirmed the location of damage was the reservoir compartment. No harm requiring medical intervention was reported. The customer discontinued using the insulin pump, and mmt-754lwws was returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. A complete analysis and testing of the insulin pump showed that, pump received with cracked case at the display window corners, cracked lcd window, cracked belt clip slot, cracked battery tube threads, missing end cap sticker, stained address/serial number label and cracked reservoir tube lip. The pump passed the displacement test and the test p-cap/reservoir does lock into place. Cosmetic damage was confirmed at cracked case (battery tube). Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.